Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
The customer stated that the hcu30 is not making ice. Additional information: the incident occurred during patient treatment. The customer has been manually putting ice in the hcu so they can continue to use it. (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician recommended that the device should be returned to the service depot for evaluation and repair if required. The customer declined this recommendation and did not request a service order from the technician. The device could not be investigated by maquet in order to find the cause of the issue initially reported. There was no patient injury or involvement.

Event description:
(B)(4).